Event description:
It was reported that a patient underwent an unknown ob-gyn surgery on (B)(6) 2025 and barbed suture was used. It was reported by a sales rep that, during an unknown ob-gyn surgery, when opened the package, the suture and needle were already detached, so the product could not be used. It was not a control release needle. Another product was used to complete the case. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One dispensed suture detached needle and one detached needle into winding former were received for analysis. Product code sxpp1b407. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.